Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that were issues with zero the pressure and the venous sensor. No patient was involved and no harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that were issues with zero the pressure and initialize the venous probe. The failure occurred during priming. A getinge service technician (fst) was sent for investigation on 2022-06-03/08. The failures were not reproducible and no spare part was exchanged. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis no failure could be found. Failure#01 (pressure not able to zero): as the failure was not reproducible an exact root cause could not be determined. However, according to the risk file following root causes can lead to the reported failure: - wrong plugged external pressure sensor or disconnection (mix up); - connection of non-compatible sensor; - response time is too long. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Failure#02 (unable to initialize venous probe): new venous probe (manufactured after march 2019, 4 lenses): an affected venous probe was investigated by getinge life-cycle-engineering on 2021-05-25. The following most probable root causes of the initialization errors were determined: -unsuitable holder; -user swaps the venous probe to different cardiohelp; -contamination of the surface. The device was manufactured on 2021-01-18. The device history record (DHR) of the cardiohelp was reviewed on 2022-06-01. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported failure "pressure not able to zero and venous probe not initialize" was not reproducible and could therefore not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(6).

Manufacturer narrative:
A getinge service technician (fst) was sent for investigation and repair on 2022-06-03/08. The failures were not reproducable. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The device was manufactured on 2021-01-18. The device history record (DHR) of the cardiohelp was reviewed on 2022-06-01. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Further questions were requested and pending root cause evaluation by getinge life-cycle-engineering, a follow-up emdr will be submitted when additional information becomes available.